Manufacturer narrative:
Sections with additional information as of 06-oct-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Event description:
Consumer reported complaint for error messages (e-3 and e-1) and hi blood glucose test results. The customer is concerned with test results from results obtained of hi am and pm fasting 4 days ago. Customer did not base the dosage of insulin on the results; he stated that he usually takes 60 units at morning and 50 units evening as per medical treatment plan. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/26/2024 and open vial date is 4 days ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 18-aug-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. No medical intervention related to diabetes and use of the product since the last call was reported - customer stated he had gone to the hospital last week for something related to his pacemaker.